Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. At this time, follow-up is ongoing with the initial reporter to determine which device in the system is responsible for the inaccurate values. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that while using this foresight sensor the values were considered to be very low. The sensor continuously ran around 30%. It unknown what was the expect value or what the value was being compared with. Troubleshooting was done, including replacing sensors but it did not solve the issue. In total there were 4 sensors used on the same patient on the same day. There was no patient injury involved.

Manufacturer narrative:
One foresight sensor large size was recieved for evaluation. The reported event of incorrect values was not able to be confirmed. No visible damage was observed from the sensor during visual inspection. Sensor monitored sto2 on hemosphere monitor without any error message. Sensor also passed sensor test. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during sensor testing. It is not known if some procedural factors may have contributed to the event. Although no fault was found, an investigation was initiated to consider any potential manufacturing factors that may have contributed to this complaint. No device manufacturing related issue was confirmed. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.